Event description:
It was reported that during meniscus surgery, t1 and t2 fell off simultaneously. Unknown if there was a delay, if backup was available and how the issue was resolved. No patient injury or other complications were reported.

Manufacturer narrative:
One (B)(4) fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿t1 and t2 fell off simultaneously.¿ t1, t2 and suture were returned separated from the delivery needle track. T2 is has been creased into a ¿v¿ shape. This symptom occurs when the anchor is pulled back through tissue post deployment. The depth limiter is attached and is creased which occurs with tissue resistance during probing, flexing with attempt to reach desired location. This delivery needle does not show any damage. The device cycled and actuated as expected.

Manufacturer narrative:
Age added patient sex added event description updated.

Event description:
It was reported that during meniscus surgery, t1 and t2 fell off simultaneously. All ts were removed from the patient. The procedure was successfully completed with no significant delay using a back-up device. No patient injury or other complications were reported.